Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported via the excellent study (B)(6), an 88-year-old female (subject (B)(6)) with a history of atrial fibrillation, congestive heart failure, diabetes, hyperlipidemia and hypertension presented with an unwitnessed stroke on (B)(6) 2022. The patient was last seen well on the previous day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score of 5 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on the (B)(6) 2022 using a 5mm x 22mm embotrap iii (et307522/22d064av) device for an occlusion at the m2 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass (10 min incubation time) resulted in a mtici score of zero with no clot retrieval. A second pass was made with the same set-up (3 min incubation time) resulted in a mtici score of 2b with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 trevo microcatheter (stryker), a 0.067 sofia (microvention) intermediate catheter and a flowgate 2 (stryker) balloon guide catheter were used. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 6. The patient has been discharged to a rehabilitation center on (B)(6) 2022 with a nihss score of 1 and a mrs score of 1. The patient experienced an intracranial hemorrhage and a subarachnoid hemorrhage on (B)(6) 2022. The principal investigator (pi) assessed this event as moderate in severity, probably related to the study device and probably related to the procedure. The adverse effect was considered to be a serious deterioration of health. Patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2022. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Intracranial and subarachnoid hemorrhage are known complications associated with the use of the embotrap device and are mentioned in the embotrap iii instructions for use (IFU) as such. The embotrap iii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Nevertheless, per pi assessment the event is both probably related to the study device and surgical procedure, thus the relationship of the device to the reported event cannot be excluded. The event meets MDR reporting criteria with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study (cnv_2017_02), an 88-year-old female (subject (B)(6) with a history of atrial fibrillation, congestive heart failure, diabetes, hyperlipidemia and hypertension presented with an unwitnessed stroke on (B)(6) 2022. The patient was last seen well on the previous day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score of 5 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on the (B)(6) 2022 using a 5mm x 22mm embotrap iii (et307522/22d064av) device for an occlusion at the m2 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass (10 min incubation time) resulted in a mtici score of zero with no clot retrieval. A second pass was made with the same set-up (3 min incubation time) resulted in a mtici score of 2b with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 trevo microcatheter (stryker), a 0.067 sofia (microvention) intermediate catheter and a flowgate 2 (stryker) balloon guide catheter were used. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 6. The patient has been discharged to a rehabilitation center on (B)(6) 2022 with a nihss score of 1 and a mrs score of 1. The patient experienced an intracranial hemorrhage and a subarachnoid hemorrhage on 6-oct-2022. The principal investigator (pi) assessed this event as moderate in severity, probably related to the study device and probably related to the procedure. The adverse effect was considered to be a serious deterioration of health. Patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2022.